Manufacturer narrative:
The logbook analysis revealed that the device had detected invalid values of oxygen concentration and performed warmstarts to restore ventilation. As this was not successful, the warmstarts were repeated. The reason for the wrong oxygen concentration was a problem with the gas mixer. The mixer consists of two cartridges, one for the dosage of air, the other one for oxygen. Both cartridges have to deliver the correct flow respectively volume to reach the adjusted oxygen concentration of the mixture. In the reported case the cartridge for air was identified to have failed. The deviation of oxygen concentration was measured and resulted in the reported alarm. The ventilator performed as specified for the given error condition. During a warmstart a buzzer alarm is generated and the breathing system is opened to atmosphere to make spontaneous breathing of the patient possible. One warmstart needs about 8 seconds. After the warmstart an alarm for low minute volume is generated, until the lower alarm limit is exceeded. The failure rate of the air cartridge is within the accepted range. In the judgement it should be considered that the ventilator showed already 75.175 hours of operation. Replacement of the air cartridge has fixed the problem.

Event description:
It was reported that the device posted "o2-measurement inop" alarm and rebooted continuously while in use. No injury reported.